Manufacturer narrative:
(B)(4). The facility does not have a service agreement with maquet so a investigation evaluation may not be requested. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the unit would not flow or heat effectively ( difficult to de-air the circuit on the cp side, poor heating on the patient side, ice melting while heating, poor emptying on the patient side). This unit has been sitting idle (dry/unplugged) for an extended period of time. No patient involvement. Reference : (B)(4)- poor emtying; (B)(4)- poor heating; (B)(4)- no flow; (B)(4)- ice melts while heating. (B)(4).

Manufacturer narrative:
The malfunction of the device was found during maintenance / service and not during a patient procedure. There was no patient involvement. The customer did not request a service order to repair the device. It was a backup unit and had not been used for an extended period. The customer decided not to use the device again and it was removed from service. No further investigation was carried out.

Event description:
Reference : (B)(4). Customer ref: (B)(4).